Manufacturer narrative:
Concomitant products: 429688 lead, implanted (B)(6) 2013.

Event description:
It was reported that the patient felt dizzy and nausea at the time of capture management testing. The implantable cardioverter defibrillator (ICD) capture management settings were reprogrammed and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.